Event description:
A balloon rupture occurred. Percutaneous transluminal angioplasty (pta) procedure was being performed. The target lesion was shunt anastomosis. The vessel had heavily calcified and moderately tortuous. The balloon ruptured below nominal pressure of 6 atmospheres while inflating. The catheter was removed smoothly from the sheath. It was thought that due to heavy calcification the balloon had ruptured. There was no adverse consequence to the pt and no pt complications were reported. The product will not be returned for analysis. Please note that this device is distributed outside the united states; however, it is similar to the united states product.